Event description:
The complaint states that "alert/notification settings" was reported. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional. Primary UDI number - correction, missed on initial MDR. H2: additional information - correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional h2: additional information - correction MDR regulatory awareness date - correction. Should be 5/22/2025 on previous supplemental

Event description:
Subsequent to the initial MDR, a correction is required.